Event description:
Catheter is leaking. Catheter is being replaced with a new one same lot number still leaking. The leak is just below the blue connection at the soft material.

Manufacturer narrative:
One 13.5f x 15cm silicone double lumen catheter was returned for evaluation. A functional examination of the device reveals a pinhole in the venous extension tubing 2 mm below the over mold sleeve. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event.